Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 174 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test and the displacement test. No unexpected pump error alarms noted during testing however, the formatted history file confirmed software error alarm (line number 1421 file number 32122), pump error (line number 5632 file number 2005) due to a software error.